Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2017-01124 pertains to the second resolution 360 clip device. It was reported to boston scientific corporation that two resolution 360 clip devices were used during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. The clip eventually released after shaking, pulling and jiggling the catheter, and after reopening and closing the handle. The same issue occurred with the second clip and the procedure was completed during this time. There were no reported complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.